Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter complained of a cc-xs meter display issue, which could cause misinterpretation of results. The customer stated that the display is dim and difficult to read. The customer performed a display check and all the display segments were visible but very dim. On (B)(6) 2020, the customer¿s meter result was 3.6 inr. On (B)(6) 2020, the customer could not determine the meter result. The customer thought the meter result was 3.5 inr, but it could have been 2.5 inr. The customers therapeutic range is 2.5- 3.5 inr. The customer has not reported this result to a healthcare professional.